Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that half height drawer 4 was not on bus. The field service engineer (fse) identified that the drawer was missing in storage space configuration and test software. I pulled the drawer, inspected and reseated the cables. After reboot the drawer returned but row b was not on bus. Fse manually remove the cubie pockets and reinstall all pockets. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device was not detected on bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.